Event description:
It was reported that log files were submitted for review and captured a backup battery (ebb) not installed on (B)(6) 2025 from 14:07 to 18:30 when an intentional pump stop was activated via the system monitor. The event log also captured low flow alarms from 16:34 to 18:30. The event log captured a system controller reset when both power leads were disconnected from the controller. It was unable to be determined how long the pump was off due to the controller clock being corrupted during the controller reset. The clock was synced on (B)(6) 2025 at 18:07.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was evaluated following the reported event of a heart transplant. The log files were reviewed and contained relevant data from (B)(6) 2025. On (B)(6) 2025, the backup battery was disconnected at 14:07:37 and the pump was intentionally stopped at 18:30:43, consistent with the reported transplant. The controller was shutdown at an unknown time after 18:30:45 on (B)(6) 2025. On (B)(6) 2025, the controller was powered on and log files were downloaded. No issues could be correlated to the system controller. Device history records were not required to be reviewed per investigation procedures. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available online. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment like the system controller for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the pump was stopped due to the patient receiving a heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.